Event description:
The following information was received via voluntary medwatch. The male patient had a coronary stenting procedure with a cypher stent. Angiomax was used and rotational atherectomy resulted in no reflow. Patient treated with nipride, IV nitroglycerin, followed by balloon angioplasty. Elevated creatine kinase (ck) post procedure. Patient had a non st segment mi. Procedure described as uneventful, lesion was calcified right coronary artery (rca) with diffuse disease.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.